Manufacturer narrative:
Additional information received indicated that as of 04/29/2016, the customer had not received any further occlusion alarms. Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 217 to 500 mg/dl with small traces of ketones. Insulin injections were used to address the high bg level and fluids were consumed to flush out the ketones. Tandem technical support had the customer perform a system check using the current supplies on the pump and the recent occlusion appeared to possibly be related to the cartridge.